Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their infusion sets. The customer states they had bent cannulas. The customer's blood glucose level at the time of incident was 343mg/dl. The customer's blood glucose level was as high as 427mg/dl. The customer was advised that replacement sets would be sent.